Event description:
This lead was explanted due to fracture. The lead has been retained by the hospital and no additional info is available. Should additional info become available, this event will be updated.